Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. The pt's stay safe pin became disconnected and fluid began to leak from the site. The set was not made available for evaluation. During follow up his pd nurse reported that his effluent was clear. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.